Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "a system message displayed during set up for surgery" (device displays error message). The surgeon reported a system message displayed during set up for surgery. The company service representative was called to assist with troubleshooting. The surgeon was advised to restart and re-prime the system. The system message was cleared and the cases were completed. No patient injury was reported.

Manufacturer narrative:
The company service representative was called and advised the surgeon to reboot and re-prime the system. The company service representative examined the system and replaced the nonconforming supervisor as a preventive measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address the issue reported. (B) (4). (B) (4). (B) (4).